Manufacturer narrative:
The description of the incident indicates that the scalpel electrode was inadvertently placed in contact with a metal elevatorium which was in contact with the patient. The elevatorium then provided an electrical path for the burn. This is a known risk of electrosurgical devices. More than one request was made to have the device returned to the manufacturer, but it was not. The user facility advised that the device was sent to a local service in (B)(6), for evaluation and testing. They advised that it was determined that there was no defect. No report or documentation was received however. It was further stated by the user facility that they attributed the event to user error. Based on what we know of the event, we conclude the same.

Event description:
During a tonsillotomy in (B)(6), using the scalpel electrode, the patient received a burn in the corner of his mouth on the right side when the edge of the electrode made contact with the metal elevatorium held by an assistant. The opposite of the elevatorium rested against the corner of the patient's mouth which is where the burn occurred.